Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient said that for the past year she has been experiencing sinus issues and ear problems. Physician and ent gave her different medicines to no avail, physician did a cat scan of the sinuses and results was clear but there are specks on her skull, patient is scheduled for a nuclear skeletal scan. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The incorrect b5 verbiage was submitted on the previous report. The correct verbiage is : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient said that for the past year she has been experiencing sinus issues and ear problems. Physician and ent gave her different medicines to no avail, physician did a cat scan of the sinuses and results was clear but there are specks on her skull, patient is scheduled for a nuclear skeletal scan. There is an allegation of adverse event or serious injury. Medical intervention was not specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The health impact code was corrected/updated..